Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump has been alarming with no delivery and that his blood glucose increased into the 400 mg/dl range. The customer did not want to troubleshoot since he cited the infusion sets as the cause of the alarms and his hyperglycemia. No products were returned or replaced.